Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the seal disengaged. The hospital has reported no patient injury occurred.

Manufacturer narrative:
9/16/1998-supplemental report sent to FDA. Device evaluation indicated and codes entered in h-3 and h-6. The seal of the product was disengaged and not returned for evaluation, therefore, the exact cause of the difficulty reported could not be reliably determined.